Manufacturer narrative:
(B)(4). Batch # r92l99. Investigation summary : the device was returned with the blade scratched and cracked. During functional testing on a gen11, an alert screen was displayed. Although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. Then the blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that in the middle of an unknown procedure, an error occurred with an alert saying "remove instrument from patient". After cleaning the blade, proceeded with the test. The test was not successful, so "instrument error detected" showed on the screen. As an emergency measure, the device was changed to a new one. There were no reported adverse consequences for the patient so far.